Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced cloudy effluent as a result of the peritonitis. The event did not require hospitalization. The patient was treated with fortaz, ancef, and vancomycin and was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894725 and gd895052 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).